Event description:
It was reported that suture placement was successful using the proglide device in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after placing the suture during the pre-close technique the guide wire had to be re-introduced into the proglide, but it would not pass through the guide wire exit port. After multiple attempts, ultimately the guide wire did pass through the guide wire exit port and the proglide device was removed. The aaa procedure was successfully completed. Hemostasis was achieved with the pre-placed proglide suture. The sheath size used for placing the suture during the pre-close technique was not provided by the physician; however, an 18f sheath was used during the aaa procedure. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 6f,18f, guide wire:terumo glidewire, heparin. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.